Event description:
Pt purchased the oral-b cross action battery powered toothbrush. The replacable head of the tooth brush stays latched on, but is loose so it is able to slide back and forth roughly half a mm. While brushing teeth the head sometimes slides loose, then tightly again pinching cheeks inside pt's mouth. Pt does not think there is permanent damage, but they have not asked a dentist or doctor for an examination. Pt purchased this tooth brush roughly 6 months ago, and the pinching has happened numerous times. But pt thought they had installed the head incorrectly, until pt heard about the recall. Although the recall states only biting of the latch will cause the head to come loose, the latch is already loose, does cause discomfort because of the pinching.